Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy that was non-isolated due to oversensing of myopotentials and low r-waves. Technical services recommended to assess r-wave reduction, myopotentials in all vectors and potential non-physiologic artifacts. Troubleshooting was performed and amplitude reduction could not be re-produced. The device was programmed from primary to secondary vector. At this time, the electrode remains in service. No additional adverse patient effects were reported.